Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. Investigation showed the cause of the erratic erroneous amm results was the reagent probe a/b switch valve. Fse replaced the part and issue was resolved. No patient demographics provided.

Event description:
Customer reported the unicel dxc 600 pro generated erroneous erratic ammonia (amm) results. Customer reported two patients were affected. However, only one patient result was reported outside of the lab. The physician decided to cancel the reported result. No patient treatment was changed. Amm qc recoveries were erratic leading to the event but the immediate recoveries prior to the event were within the lab established ranges.